Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5031846) in united states on 04-dec-2013 which refers to herself a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pain in my abdomen, stomach started bloating, gained over 25 pounds, unable to lose an ounce even with diet and exercise, severe swelling in my feet that came and went, metallic taste in my mouth, and tired feeling all day. The consumer's medical history included parity 5 and delivery. No information given on consumer's drug history, concurrent conditions and concomitant medication. On (B)(6) 2012 the consumer had essure (fallopian tube occlusion insert) inserted, lot number 893028. The patient has been having severe pain in her abdomen. She has missed so much work due to the pain that she lost her job. The doctors told her that she was probably just constipated and they just prescribed more pain meds which only put her to sleep. After having essure inserted, her stomach started bloating, looking like an 8 months pregnant. She has gained over 25 pounds since the insertion procedure and she has been unable to lose an ounce even with diet and exercise. She has had severe swelling in her feet that came and went, metallic taste in her mouth, tired feeling all day. Essure was removed on (B)(6) 2013. The event outcome provided by the consumed indicated she required intervention (nos). Reporter causality: the relationship was not reported. Follow up received on 14-jan-2014 and 22-jan-2014: the consumer's medical history included a loop electrosurgical excision procedure and removal of cancerous tissue in 2006 due to presence of precancerous cells in cervix. Essure was inserted on (B)(6) 2012 after her last delivery, which took place on (B)(6) 2012. She received depovera on the same day of insertion as back-up contraceptive method. On (B)(6) 2013 she had a hysterosalpingogram performed and the location of the devices looked ok. She experienced non- stop periods immediately after essure was inserted. All of other symptoms also began following the procedure. She was treated with hydrocodone and ibuprofen 600mg and went to the hospital a few times, but was not hospitalized. On (B)(6) 2013, according to the consumer's request, essure was removed via salpingectomy. The coil broke as they were taking it out and she still having issues, so wants to have a hysterectomy performed. The pathology results following the surgery indicated no abnormalities. She recently had an endometriosis and a prolactin tests performed and the results were negative; an ultrasound showed no fibroids and the physician could not see why she was having her symptoms. Her pain and bleeding are still there, but the swelling disappeared after the surgery. She still has kind of a metallic taste but not as strong. She reported however that she has not recovered from the removal procedure and still fells terrible. The consumer considered that her events were related to the use of essure. Attempts were made to contact the consumer's physician, but no response has been received yet. Ptc investigation result received on 24-jan-2014 the ptc (product technical complaint) global number for this report is (B)(4). Final assessment lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), processing essure cases in (B)(4). Medical assessment the reported medical events are not indicative for a quality deficit per se. The case refers also to a device breakage. No further ae case reports have been received to date in relation to batch no. 893028. No batch signal could be identified. No complaint sample was provided for further technical investigation. The review of the lot history records found that the product met product release specifications. At time of this medical evaluation the technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Follow-up information was received on 29-jan-2014 via essure health care provider general questionnaire. On (B)(6) 2012 essure was inserted 7.5 weeks postpartum. Insertion procedure included routine dilation, no sounding; paracervical block; geta. Multiparous cervix requiring allis clamp at posterior cervix to keep fluid in cavity/allow visualization; otherwise simple procedure/routine insertion. The visualization was easy once cervix clamped down. Fluid loss was less than 200 ml and the procedure took less than 20 minutes. No imaging was done on day of procedure (just direct visualization w/hysteroscope). Dmpa was used as back-up contraception. Hsg (hysterosalpingogram) was scheduled for (B)(6) 2013 but was not performed, so she continued dmpa. Hsg (hysterosalpingogram) test was re-scheduled for (B)(6) 2013 and the results confirmed tubal patency. No perforation occurred. Patient had a motor vehicle accident (B)(6) 2013 and had imaging related to that, but not related to essure procedure (has had ongoing physical therapy appointments and emergency department visits for pain since the accident). The mva caused chronic low back pain that maybe confusing some of her abdominal/pelvic pain. On (B)(6) 2013 (previously reported as (B)(6) 2013) both coils inner and outer were removed in their entirely via mini-laparotomy/bilateral salpingectomy. Normal seeming placement bilaterally, no evidence of perforation, both appeared to be intact and well-epithelialized. Routine post-operative course at home with routine fu care. The physician did not think that the essure device caused her weight gain. Although it was possible that her abdominal pain was related, but given the correct placement and continued pain even after removal, it seems quite unlikely. Patient was hoping for a hysterectomy and has been referred to a colleague. His evaluation to date including evaluation of abnormal bleeding with emb, hormonal markers and us) has not led him to a definitive diagnosis or indication for surgery, so she has been referred to other providers. No further information was provided. Follow-up received on 25-feb-2014: no new information will be provided, case closed. Follow up information received on 01-nov-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2163). Consumer reported that she had essure inserted in (B)(6) 2012 and since insertion she experienced severe cramping, non stop bleeding, fatigue, tons of hair loss, bloating like she was 8 months pregnant and gained 30 pounds that would not come off. She had a hysterectomy performed and doctor found a piece of essure that was left in from first surgery. Company causality comment: this medically confirmed, spontaneous case report refers to an unspecified age female patient who had essure (fallopian tube occlusion insert) inserted and gained over 25 pounds / 30 pounds, considered a serious event due to medical importance, unlisted in the reference safety information for essure. She also experienced severe cramping (considered serious and listed). She had a hysterectomy performed and doctor found a piece that was left in from first surgery (seen as device breakage, non-serious, listed). Patient reported that gained over 25 pounds since the insertion procedure and that she has been unable to lose an ounce even with diet and exercise. Limited information provided, based on nature of event and local action of essure, causality between gained over 25 pounds and essure use is unlikely. With regards to the other events, based on their nature, a causal relationship with suspect insert cannot be excluded. In addition, the non-serious events were reported. Essure was explanted about 8 months after insertion, salpingectomy and hysterectomy were performed. After receiving follow-up information, this case was considered as incident. According to product technical investigation results, there is no reason to suspect quality defect.

Manufacturer narrative:
Legal claim received on 04-may-2016: plaintiff was inserted with essure for permanent sterilization and had the device removed due to complications. Company causality comment this medically confirmed, spontaneous case report refers to an unspecified age female patient who had essure (fallopian tube occlusion insert) inserted and gained over 25 pounds / 30 pounds, considered a serious event due to medical importance, unlisted in the reference safety information for essure. She also experienced severe cramping (considered serious and listed). She had a hysterectomy performed and doctor found a piece that was left in from first surgery (seen as device breakage, non-serious, listed). Patient reported that gained over 25 pounds since the insertion procedure and that she has been unable to lose an ounce even with diet and exercise. Limited information provided, based on nature of event and local action of essure, causality between gained over 25 pounds and essure use is unlikely. With regards to the other events, based on their nature, a causal relationship with suspect insert cannot be excluded. In addition, the non-serious events were reported. Essure was explanted about 8 months after insertion, salpingectomy and hysterectomy were performed. After receiving follow-up information, this case was considered as incident. To product technical investigation results, there is no reason to suspect quality defect. Upon follow up, a legal claim was received. Further information will be obtained through the litigation process.